Manufacturer narrative:
Implant date approximated as the date is unknown.

Event description:
It was reported that a thrombus occurred. The patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted with a complete seal. At 45 day follow up transesophageal echocardiogram (tee) there was no leak or thrombus noted medication regimen was followed and warfarin was discontinued at 45 days post implant. The patient presented for 6-month follow up tee and a thrombus was discovered on the device. The patient was put back on warfarin and will return for a follow up tee. Patient is currently doing fine.